Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Review of the device history record did not find any deviations or anomalies. This device is used for treatment. Review of the implantation operative notes confirm that the patient underwent left total hip arthroplasty due to left femoral neck fracture. It was noted that the trials gave excellent stability. Trials were removed and final components were implants which also gave excellent stability. No complications noted. Review of the revision operative notes confirm that the patient underwent revision left total hip arthroplasty due to subjective instability and elevated cobalt levels. It was noted that there was no evidence of clear infection. There was moderate amount of metallosis noted particularly in the inferior portion of the acetabulum. The femoral component was well fixed and was very stable. It was noted that the femoral component was removed due to stability reasons and an osteotomy was performed to remove the stem. It was noted that the stem had great ingrowth to it. The patient activity level and adherence to rehabilitation protocol is unknown. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain, instability, and elevated metal ion levels.